Event description:
It was reported that while setting up before a procedure, the blade broke and the blade guard bent. It was also reported that the processing technician incorrectly loaded the blade and guard into the handpiece. It was further reported that there was not pt involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for evaluation. Lot number info has not been provided to permit further investigation. Investigation results indicate that the blade was not loaded into the handpiece correctly which potentially caused the breakage, however, this cannot be confirmed as the blade was not returned. If the blade is received, an evaluation will be performed and a follow-up MDR will be submitted. The root cause is undetermined.